Event description:
Nurse noted ventilator circuit felt warmer than usual, but humidifier temp read 35.7 to 36.9 degrees, within normal limits. Later when circuit removed for suctioning noted air flow was unusually warm. Findings: adaptor for device had been connected so that temp probe was out of direct airflow causing it to display a false low reading. Temperature of circuit corrected over time. Infant's temperature was 37.3 axillary, however temperature of circuit reached high of 42 degrees c once the connections were corrected. Notified the co representative who will be modifying circuit to provide another sampling site for monitoring nitric oxide so that temp probe will not be taken out of flow of circuit.